Event description:
Rptr used patch for back pain and wore for about 7 hrs. He took nap while wearing patch and awoke to some pain and burned skin area after patch removal. He treated area with burn ointment and covered with gauze. He did not seek any medical attention. After 10 days, scabs had formed on the small affected area.

Manufacturer narrative:
Rptr ingnored label warning "do not lie on, sleep on, or put pressure on heat patch."